Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported septic shock, respiratory failure, and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to septic shock and respiratory failure while in hospice. The death was not considered to be device-related and the device operated as intended. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the hm3 lvas, including sepsis, respiratory failure, and death. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was due to septic shock and respiratory failure. The patient passed away while in hospice. The death was not considered to be device related and the device operated as expected.